Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, on month after two dental implants were installed in intraoral regions #7 and #10; their non- osseointegration were observed. Forty ncm of primary stability was achieved and immediately load was performed. The patient presented bone type ii.